Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed scratches in the anodize of the tulip. A functional examination was performed and found that the tulip does not move freely and binds up. Potential cause root cause was unable to be determined. This event could possibly be attributed to off-axis forces applied during insertion. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polyaxial screw head was unable to move freely during surgery. Another screw was used to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polyaxial screw head was unable to move freely during surgery. Another screw was used to complete the procedure without patient impacts.